Event description:
This case was reported by a consumer and described the occurrence of an allergic reaction in a (B)(6) female pt who received breathe right nasal strips (breathe right mentholated nasal strips) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips. At an unk time after starting breathe right nasal strips, the pt experienced an allergic reaction and asthmatic attack. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the events were resolved. The manufacturer's report number for this case is 3004486989-2009-00001. Breathe right is manufactured in (B)(4). The lot number for this product is available; however it is unk if the product will be returned for quality assurance testing. (B)(4).